Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarms 05 and 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was 592 mg/dl. High bg cause was not known. Customer delivered a correction bolus via the pump to address bg level. The customer reverted to alternate insulin therapy.